Manufacturer narrative:
The customer reported that the cns (central monitoring system) did not alarm for a v-tach event. Nihon kohden clinical representative verified that single lead analysis was turned on and that the lead selected was lead ii. The clinician also verified that the wave magnification was 3/2. The clinician reviewed the documentation sent by the customer and found that the qrs for the patients nsr is almost identical to the qrs during the questionable period. The morphology was very similar, however, the rate was faster. Also, the cns called the wave form "n" for normal. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
The customer reported that the cns (central monitoring system) did not alarm for a v-tach event.

Manufacturer narrative:
Manufacturer narrative: the customer reported that the cns (central monitoring system) did not alarm for a v-tach event. Nihon kohden clinical representative verified that single lead analysis was turned on and that the lead selected was lead ii. The clinician also verified that the wave magnification was 3/2. The clinician reviewed the documentation sent by the customer and found that the qrs for the patients nsr is almost identical to the qrs during the questionable period. The morphology was very similar; however, the rate was faster. Also, the cns called the wave form "n" for normal. The device was never sent in for evaluation. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.